Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06dec2018. The service engineer (se) inspected the device and verified the reported issue. The se replaced the touchscreen.

Event description:
It was reported that the bottom right corner of the touchscreen on a v60 ventilator was non-responsive. It is unknown if the ventilator was in use on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 13feb2019. Date received by manufacturer: 09feb2019. The touchscreen assembly was returned to philips for failure investigation. Visual inspection of the touchscreen revealed evidence of contamination on the bottom right and left side corners of the assembly. The component was tested, and it was determined that the resistance on several pins were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 10dec2018. Date of manufacturer: 07dec2018. Multiple attempts were made to retrieve the patient involvement information; however, no response was received.